Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported a patient requested an intraocular lens (iol) exchange approximately 15 days following the initial implant. Additional information was requested.